Event description:
During a hydrothermablator (hta) procedure the surgeon noted that the hta hand piece did not get hot. The surgeon checked the hta kit setup and determined unit was not operational. The surgeon removed the hta setup and performed an alternate dilation and curettage (d&c) procedure. The hta procedure set was sequestered and sent to biomedical for follow-up and reporting. The hta system was successfully set up used on later procedures.======================manufacturer response for hydrothermal ablation procedure set, hta procerva procedure set (per site reporter).======================manufacturer provided us with complaint number and rga to return hta set for analysis and evaluation.what was the original intended procedure?hydrothermal ablation.